Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the implant was inserted with 30 newtons of torque and that the mount is stuck and cannot be separated from the implant. The affected dental position and bone type are both unknown. Procedure concluded with the placement of another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsv4h10, (imp,tsv,4.1mm,dual sel,ha) for evaluation. Visual evaluation / functional test was performed, did not disengage/release from mount. Malfunction identified. DHR review was completed for the subject lot number 1266112. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266112 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: does not disengage/release based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the implant and/or fmt was not adequate to withstand recommended torque values for placement/seating. Therefore, based on the available information, a device malfunction did occur. The implant did not disengage/release from mount. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.